Manufacturer narrative:
The event of capsular contracture, baker grade unknown, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and rupture discovered during surgery. Continued h.6. Health effect - impact code 4: f15.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown, diagnosed by ultrasound and confirmed during explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported capsular contracture IV and rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown, diagnosed by ultrasound and confirmed during explant surgery. Healthcare professional later reported capsular contracture IV and rupture. The device has been explanted.